Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturing reference number: 2017865-2023-45211 related manufacturing reference number: 2017865-2023-45212 related manufacturing reference number: 2017865-2023-45213 related manufacturing reference number: 2017865-2023-45214 it was reported that the patient presented with a pocket infection. The implantable cardioverter defibrillator, right ventricular, right atrial, and competitor left ventricular leads were explanted. The patient was in stable condition.